Event description:
It was reported that an implantable cardioverter defibrillator (ICD) showed signs of premature battery depletion. Upon further analysis of the device files showed the home monitor is a contributing factor to the rapid battery depletion of the ICD. The ICD and monitor remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
(B)(4)

Event description:
It was later indicated that the ICD was explanted and replaced. The patient is a participant in the systems longevity study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Model: 4076 implantable pacing lead; implant: (B)(6) 2012. Model: 2490c13, home monitor. (B)(4).